Event description:
Customer claims that during set-up of the alarm it has no power and visual battery leakage inside the battery compartment. There was no patient contact or incident reported.

Manufacturer narrative:
(B)(4) - battery leakage. Evaluation results: evaluation of the returned product shows that when tested the alarm powers on and passes functional tests. Although the alarm passes functional tests there's evidence of battery leakage inside the battery compartment and the battery springs are corroded. This indicates a potential for intermittency and will be reported as a conservative measure. Note: posey instructions for use has a warning statement: do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. Remove batteries when storing the alarm for an extended period to prevent depleting the batteries and potential corrosion. (B)(4).